Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, the site was down and all stations were in critical override. Customer reported that patient information and medication orders were not crossing over. No patient sample was available. There were no delay and adverse events or injuries reported based on this event.